Manufacturer narrative:
No device analysis results are available because the device remains implanted. Sensor migration was confirmed via chest x-ray. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Epiq-(b was identified. Per engineering review, there was no adverse impact to product or evidence of relation to the event reported.

Event description:
It was reported that the cardiomems sensor had migrated from the pulmonary artery to the right ventricle (confirmed via posteroanterior and lateral chest x-ray). Additional chest x-rays were obtained on (B)(6) 2025, and it was suspected that the cardiomems sensor had migrated back to the right pulmonary artery (pa). Technical heart failure specialist (thfs) stated that waveforms appear to reflect a physiologic pa waveform, however, the images obtained were of poor quality, and sensor location was not able to be confirmed as the right pa.